Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this this pacemaker system exhibited a gradual increase in pace impedance measurements reaching out of range and increased thresholds. The right ventricular (rv) lead was checked in clinic and provocative maneuvers completed with a consistent measurement of 2000 ohms in bipolar. As they patient is not pacing dependent the lead will continue to be monitored. The pacemaker was also suspected to have exhibited premature battery depletion. Device data was sent to rhythmcare to be reviewed. Data review confirmed the battery was depleting prematurely due to behavior consistent with capacitor degradation. Device replacement was then recommended to be replaced. This pacemaker was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this this pacemaker system exhibited a gradual increase in pace impedance measurements reaching out of range and increased thresholds. The right ventricular (rv) lead was checked in clinic and provocative maneuvers completed with a consistent measurement of 2000 ohms in bipolar. As they patient is not pacing dependent the lead will continue to be monitored. The pacemaker was also suspected to have exhibited premature battery depletion. Device data was sent to rhythmcare to be reviewed. Data review confirmed the battery was depleting prematurely due to behavior consistent with capacitor degradation. Device replacement was then recommended to be replaced. This pacemaker was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this this pacemaker system exhibited a gradual increase in pace impedance measurements reaching out of range and increased thresholds. The right ventricular (rv) lead was checked in clinic and provocative maneuvers completed with a consistent measurement of 2000 ohms in bipolar. As they patient is not pacing dependent the lead will continue to be monitored. The pacemaker was also suspected to have exhibited premature battery depletion. Device data was sent to rhythmcare to be reviewed. Data review confirmed the battery was depleting prematurely due to behavior consistent with capacitor degradation. Device replacement was then recommended to be replaced. This system remains in service. No adverse patient effects were reported.